Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device does not work and the patient experienced difficulty breathing and heart issues. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 09, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device does not work and the patient experienced difficulty breathing and heart issues. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed the manufacturer inspected externally and internally, observed dust-like contamination at the air inlet of the blower box, dirt-like contamination on the top enclosure, dust-like contamination at the outlet on the rear panel, black dust-like contamination on the top enclosure, dust-like contamination was on top of the blower motor, dust-like contamination on the top of the blower box, black dust-like contamination on the bottom enclosure, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacturer was not able to confirm the complaint or address the symptoms specified. Box d, g and h has been updated in this report.